Manufacturer narrative:
Due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to verify no delivery alarm due to prime anomaly. The pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 346 mg/dl. She states the pump was not exposed to a high magnetic field and is able to complete the rewind. Mother states the alarms occurred during site change and is afraid they will continue after. The device will be returned for analysis.